Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, all video boards were reseated as a precautionary measure.

Event description:
The customer reported that the monitor was flickering and then the system froze up (locked up). There is no report of pt injury associated with the event.